Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The evaluation confirmed the user report. A shortage in the cable was causing intermittent streaks in the image. A faulty charged coupled device unit was also causing no image. The device was repaired and passed all final tests. This event is under investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported an hd autoclavable camera head had a bad image. This event was reported to be found during reprocessing. No patient involvement or impact to patient care was reported for this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event was caused by unexpected stress on the camera head due to the user's handling, resulting in the failure of the charged coupled device unit, which resulted in the absence of images. The instructions for use have the following statement which can prevent the event: "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head."